Event description:
The customer tested her blood glucose and received a contour ts reading of 115 mg/dl. A lab test was also performed and that result was 42 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer did not allege any adverse events. She performed control tests while troubleshooting over the phone and the results fell within the normal control range. No product will be returned.